Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Subsequent electrical and mechanical testing did not identify any product abnormalities. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information this patient had been hospitalized for one month with myocarditis with heart block requiring pacemaker placement. Additionally, the patient was on extracorporeal membrane oxygenation (ECMO) for three weeks. Following implant of this system, an x-ray revealed a perforation of the right ventricle (rv) and a pericardiocentesis was performed. The patient's heart rate is now consistently over 90bpm and the system was explanted. No additional adverse patient effects were reported.